Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient experienced blood glucose levels elevated to 16.4 mmol/l. The reporter indicated that the patient noticed on two occasions that the pump home screen was indicating 0 units remaining however the reporter indicated that there was insulin in the cartridge. The pump history indicated that the patient had occlusion and auto off alarms. The reporter indicated that he patient was able to resolve the insulin reading by performing the rewind, load, and prime steps. The reporter denied any power loss to the pump. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the indication that the pump¿s insulin remaining reading was 0 units without indication of an alarm to alert the user of the issue.

Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during investigation, a review of the pump¿s history showed no activity outside of normal use. The black box showed an auto off alarm on the reported event date. The total daily dose was correctly recorded and revealed the user¿s programmed basal target. The pump powered on and displayed the verify screen. The pump was primed and passed a 24 hour duration test with no alarms or activity outside normal use occurring during the duration test. The force sensor calibration was found to be within specifications. During testing, a 29h flow accuracy test was performed and the pump was found to deliver within the requirement. Low cartridge & replace cartridge alarms were stimulated during testing and the pump gave the correct audible and visual alert. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.